Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (service code 102) has been confirmed.  Upon investigation the monitor displayed a service code 102 and did not deliver a pulse during detect and treat testing.  The cause for the failure was isolated to a q4 component on the defibrillator pca. The root cause for the defective component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was displaying a service code 102 (charge profile faults).